Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? How long was the procedure extended? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off from the thread during cutaneous suture of the wound (inguinal). Another like device was used to complete the procedure. There was extension of general anesthesia time. There were no adverse patient consequences reported.